Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing blood at site and bruising received after two sensor insertions. Customer went to see her doctor and did not call the helpline. Customer also mentioned of being hospitalized on (B)(6) 2018 due to infusion set cannula breaking and remaining under the skin. Customer's blood glucose was 130 mg/dl. Issue was noticed after wearing infusion set for 48 hours. Customer reported that cannula eventually oozed out of the skin but some still remained even though the x-ray taken in the emergency room came back negative for foreign body. Customer was put on antibiotics. Product is not expected to return.